Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient can't feel the vibration. Patient is getting shocks and having return of bladder symptoms for the last couple of weeks. Agent did not ask about the circumstances that led to the reported issue. Asked if they had any falls or accidents and the patient said no. Had the patient synchronize the patient programmer with the stimulator and they were on program 2 at 2.1 volts and the stim was on. Asked if they had tried increasing the stim. The patient said, yes they increased it up all the way and wouldn't feel anything and then all of a sudden would get a shock. Asked if they tried any other program and the patient said all of them. Patient went to the doctor yesterday and they were supposed to call the manufacturer and the patient has not heard back from the doctor. Asked if they did any imagining yesterday and they said no. Patient said the doctor checked the device and said it was fine. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.